Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the issue happened during the planned/non-emergency treatment which was completed by using wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless foot switch lost its connection. Upon functional testing, the fse identified that wi-fi indicator was in red, and the footswitch keeps losing connection even if user tries to restart it. The part analysis for both the wireless footswitch and base station were performed but it didn¿t conclusively determine the actual cause however, the replacement of the wireless footswitch and the base station by the fse resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the foot switch loses its connection. The device was in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction and removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.